Manufacturer narrative:
G4: 05aug2020 .b4: (B)(6) 2020. The remote service engineer provided the customer with the part number information to order a replacement touchscreen. Multiple good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, a supplemental report will be submitted. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined: 1. Tuesday, (B)(6), 2020 10:19 am emailed (B)(6)2. Thursday, (B)(6), 2020 1:46 pm emailed (B)(6)3. Monday, august 3, 2020 11:47am attempted to call (B)(6), left message with call back number and email. 4. Wednesday, (B)(6), 2020 8:15 am emailed (B)(6) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03 aug 2020.

Event description:
It was reported to philips that the lower portion of the touchscreen was not responding after the calibration was completed. The customer stated the touchscreen passed the calibration, but the touchscreen diagnostics showed the touch was still a little off. The device was not being used on a patient at the time of the event. The issue was noted after completion of the calibration during servicing. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse discussed with the customer the option of replacing the touchscreen. The rse provided the customer with the part number information to order a replacement touchscreen.